Event description:
Information received on (B)(6) 2013, during patient's follow up visit. Atrial lead appears to be dislodged. The patient was changed from dddr to vvir, doesn't feel as well as before. Physician changed lrl to 60 from 50bpm. And we made rate response more aggressive. A chest x-ray will be done. And we will see the patient back in 3 months. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).